Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced low blood glucose levels. Her blood glucose level was 32 mg/dl. She also stated that she wanted her insulin pump replaced due to the scroll wrap feature safety recall. The customer treated her low blood glucose level with orange juice. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.